Manufacturer narrative:
After further review of additional information received the following sections UDI #, concomitant medical products, PMA/510k, if follow-up, what type, device evaluated by MFR and adverse event problem have been updated accordingly. As reported, in step 3 ¿remove the device¿ the physician locked the syringe to negative pressure, opened the stopcock, but the physician was unable to deflate the balloon of the 6/7f mynxgrip vascular closure device (vcd). There were no reported patient injuries. The marker remained outside of the handle. The device was stored in the cath lab in the original packaging. The device was stored, handled and prepped per the instructions for use. There was no reported difficulty removing the product from the packaging. There was no damage noted to the product upon inspection prior to use. This was an interventional peripheral procedure that used an antegrade approach. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The patient is doing okay. There was no patient injury. Additional procedural details were requested but are unknown. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection showed that the shuttle cartridge was engaged to the black handle, the syringe was connected to the device with stopcock open, the procedure sheath was on the catheter, fully retracted, and the advancer tube was observed to have been deployed on the catheter shaft, covering the balloon as received. Leak testing was performed on the balloon of the returned device, and the balloon was able to be inflated/deflated with proper functioning of the inflation indicator as intended per the mynxgrip instructions for use, (IFU). The balloon inflation & deflation time and pressure release tests were performed and verified, and it was noted to be within specification. Visual inspection at high magnification of the catheter hub assembly showed there is a gap between the proximal end of the polyimide shaft and the distal end of the plunger, which allows fluid/air to travel from syringe to balloon. Also, visual inspection at high magnification of the balloon revealed that distal tip of the balloon was inverted, which indicated that excessive force was applied during the device removal. A product history record (phr) review of lot f1901601 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon deflation difficulty in patient¿ was not be confirmed through analysis of the returned device since it passed inflation/deflation time specification. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, handling factors of the device during removal, such as excessive tension applied to the balloon, may have contributed to the deflation difficulty experienced as evidenced by the inverted balloon tip. It should be noted that if the balloon was not completely deflated before the device being pulled into the tamping tube, air could be trapped inside the balloon, preventing the balloon from being deflated. However, the device passed inflation/deflation time specification, even with the inverted tip condition; therefore, other factors (such as saline/contrast ratio) may have also contributed to the deflation issue. It should be noted that viscous contrast solution might cause a difficulty to inflate/deflate balloon and/or delay the balloon¿s inflation/deflation time. The mynxgrip¿s instructions for use (IFU), which is not intended as a mitigation, instructs users to remove the balloon catheter from the tray by holding the shuttle and pulling the device out of the protective tubing. Then, fill the syringe with 2 to 3 ml of sterile saline, and to inflation the balloon with the solution. It also states that the balloon may be prepped with a diluted contrast solution (50% contrast / 50% saline), in place of 100% saline, in order to visualize the balloon while pulling back to the arteriotomy, and to ensure that the balloon properly abuts the arteriotomy. Based on the information provided by the mynxgrip instructions for use (IFU), step 3: remove device, which instructs users to ensure the balloon is completely deflated by waiting until air bubbles and fluid have stopped moving through the inflation tubing, and then slowly withdraw the balloon catheter through the advancer tube lumen. Neither the phr, nor the product analysis suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, in step 3 ¿remove the device¿ the physician locked the syringe to negative pressure, opened the stopcock, but the physician was unable to deflate the balloon of the mynx grip vascular closure device 6f/7f. There were no reported patient injuries. The marker remained outside of the handle. The device will be returned for analysis. The device was stored in the cath lab in the original packaging. The device was stored, handled and prepped per the instructions for use. There was no reported difficulty removing the product from the packaging. There was no damage noted to the product upon inspection prior to use. This was an interventional peripheral procedure that used an antegrade approach. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The patient is doing okay. There was no patient injury. Additional procedural details were requested but are unknown.